Manufacturer narrative:
It was reported that a knee arthroplasty procedure was performed post-operatively. The pcl was found to be partially torn during the procedure. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that a knee arthroplasty procedure was performed post-operatively. The pcl was found to be partially torn during the procedure.